Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: the (B)(4) department informs us that "some tubes do not have a label. Anomaly observed on 2 packs of 100 tubes, in each pack there is a line of tubes without a label."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: the dijon sampling department informs us that "some tubes do not have a label. Anomaly observed on 2 packs of 100 tubes, in each pack there is a line of tubes without a label."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/3/2021. H.6. Investigation: bd received 14 samples and 1 photo for investigation. The photo and customer samples were evaluated by visual examination and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This defect is understood to be caused by a timing issue on the labelling machine.